Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A surgical patient experienced fibrosis and narrowing of the ureter related to floseal. The event was further described as the patient underwent a surgical procedure in which severe bleeding on the bladder surface occurred after removal of the uterus. Floseal was applied without irrigation and hemostasis was achieved. The patient was hospitalized in the intensive care unit post-surgery. After discharge the patient developed a fever and pain. A second surgery was performed and it was noted that there was narrowing and fibrosis of the urethra at the site of floseal application. Treatment details were not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.